Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Surgeon suspected loosening of prosthesis. Upon revision also found some medial wear on the poly from some suspected notching. Removed entire prosthesis and associated parts. Loosening of the humeral stem at the cement to implant interface. Cement manufacturer used was unknown. Doi: unknown; dor: (B)(6) 2018; right shoulder.